Event description:
(Drug/diluent: bupivacaine 0.5%). (Fill volume: 300ml & flow rate: 4 ml/hr). (Procedure: robotic lap hysterectomy). (Cathplace: suprapubic). Patient developed jaundice and elevated liver function approximately 3 weeks after use of an on-q pump. Surgery on (B)(6) 2011. Patient had normal liver function test (lft) prior to surgery. On (B)(6) 2011, patient experienced pruritus, nausea, tan colored stool, yellow skin, and vomiting and was readmitted to hospital for 3 days. Discharged (B)(6) 2011. Post-op lab work showed elevated lfts. Acute hepatitis panel was negative. Unknown what caused jaundice, and may not be related to pump, but not ruled out at this point. Patient is stable now. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.